Event description:
It was reported that during review of stored episodes for this patient, technical services (ts) found that this right atrial (ra) lead has exhibited oversenslng and noisy signals. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).